Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a thermocool smarttouch sf (stsf) and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During pvi procedure, the patient had pericardial effusion. After going transseptal, mapping was started using lasso nav. After map was finished, the stsf slipped back into right atrium and was reinserted into the left atrium. Right after, ablation was started at the ridge (between left superior pulmonary vein (lspv) and left atrial appendage (laa)). After about eight (8) ablation points, ablation was stopped due to bad blood pressure (bp). Shortly after, spo2 became worse, and the echo revealed pericardial effusion. Pericardial puncture was done. The patient was admitted to intensive care unit. It is not clear what caused the pericardial effusion. It could be due to ablation or due to the transseptal reinsertion of the catheter. All the ablation points were performed with an average 10g pressure, 45w and all points had <20sec in duration. Smartablate was used in power mode and irrigation settings were 8/17 ml. No evidence of steam pop. The physician's opinion on the cause of the adverse event was procedure and patient condition.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a thermocool smarttouch sf (stsf) and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During pvi procedure, the patient had pericardial effusion. After going transseptal, mapping was started using lasso nav. After map was finished, the stsf slipped back into right atrium and was reinserted into the left atrium. Right after, ablation was started at the ridge (between left superior pulmonary vein (lspv) and left atrial appendage (laa)). After about eight (8) ablation points, ablation was stopped due to bad blood pressure (bp). Shortly after, spo2 became worse, and the echo revealed pericardial effusion. Pericardial puncture was done. The patient was admitted to intensive care unit. It is not clear what caused the pericardial effusion. It could be due to ablation or due to the transseptal reinsertion of the catheter. All the ablation points were performed with an average 10g pressure, 45w and all points had <20sec in duration. Smartablate was used in power mode and irrigation settings were 8/17 ml. No evidence of steam pop. The physician's opinion on the cause of the adverse event was procedure and patient condition. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, a measure of the resistance of sensors and thermocouple, electrical, deflection, and irrigation tests were performed following j&j medtech procedures. Visual analysis revealed corrosion in the connector area. When the device was dissected, corrosion in the printed circuit board (pcb) was observed. The resistance of the sensors and thermocouple was measured, and they were within specifications. An electrical test was performed, and no errors were observed, the values observed were within specifications. A deflection test was performed, and the device deflected correctly within specifications. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31329558l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The corrosion issue observed is not related to the adverse event reported by the customer. The potential cause of corrosion could not be determined since no water leakage was observed during the irrigation test. The potential cause of the adverse event remains unknown. In addition, no error messages were observed on johnson & johnson medtech equipment during the procedure. The physician's opinion on the cause of the adverse event was procedure and patient condition. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).